Event description:
It was reported that a user contacted support after a factory reset and was advised that un-pairing the glucose sensor was not required and that the continuous glucose monitor would re-pair to the ilet. The reset followed maladaptation related to meal announcements, where the user had been announcing a high percentage of ¿less than¿ meals leading to incorrect meal size adaptation, which reflects an improper use procedure involving the user interface. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement behavior, and no hardware or software malfunction, with the user interface implicated in the pattern of use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.